Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator). It was also reported that the patient experienced phrenic nerve stimulation and that there was high lv (left ventricular) threshold and no capture. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: analysis of the device revealed normal battery depletion.